Manufacturer narrative:
A patient experiencing ineffective stimulation was reported to abbott. No intervention is planned. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient is having their system explanted for unknown reason for a competitor's. Surgical intervention may be pending.